Manufacturer narrative:
Ge healthcare¿s investigation has been completed. Based on the information received, the root cause of the incident appears to be lack of controlled access which allowed the ferrous cart to be brought into the scan room. The operator manual has warnings about ferromagnetic objects brought into the scan room. The operator manual with integrated safety section defines the need for the customer to keep the magnet room door closed, never to hold the door open for others. Only essential people are allowed within the magnet room. The site has been corrected as the ferrous object has been removed from the magnet.

Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare¿s investigation in ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient from the emergency room (ER) was brought to the mr department for an MRI of the cervical, thoracic and lumbar spine. The patient was accompanied by the ER nurse who also brought along a portable cart with laptop for charting. While the patient was being brought out of the scanner for medication, the ER nurse moved the cart too close to the door where it became attracted to the magnet. The cart struck the technologist who experienced soreness only. The cart then went into the bore where it struck the patient below the breast and then in the chin. The patient sustained multiple cuts and three (3) broken ribs.